Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy while they waited for a replacement cartridge to arrive in the mail. When the new supplies arrived, the customer was able to load a new cartridge and resumed insulin delivery on the pump.